Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had quit working then received a several post-reset ram crc alarm and a power loss alarm. The customer blood glucose level was 100 mg/dl. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. The device will not be returned for analysis.